Event description:
It was reported that a limb fracture was noticed once a vena cava filter was removed from a pt. This was an incidental find during a scheduled retrieval. The filter has been implanted for 202 days. There was no pt injury reported.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unk. The complaint sample was not returned for eval, so the sample eval could not be performed. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. The current IFU (instructions for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture have been reported without any adverse clinical sequelae.